Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The stent movement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 3.50 x 23 mm xience alpine stent delivery system (sds) was selected for the procedure. There was no resistance felt during removal of the sds from plastic hoop/coil or during removal of the product mandrel and stent sheath. During preparation of the device, the stent implant was observed to be mislocated. The proximal end of the stent implant appeared to be a couple of millimeters beyond the tip of the balloon. The stent was tightly crimped and was not loose. The device was not used in the procedure and there was no patient involvement. Another xience alpine sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.